Manufacturer narrative:
Originally reported defective drape from double basin pack (back table cover) was examined upon return. Both sized of back table cover ¿ critical and non-critical zones, were evaluated and no holes were observed. Randomly selected double basin packs from finished goods inventory were inspected and no material perforation observations or tears were identified. All additional back table covers were intact and functioned as originally intended.

Event description:
Hole identified in the drape of a double basin pack during or set-up. This drape was thrown out and a new one was opened. No issues with contamination of other instruments or equipment.